Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding (menstrual frequency weekly)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, painful intercourse, epidermal necrolysis, joint pain, multiple allergies (amoxicillin quetiapine penicillin), ventricular contractions premature, ovarian cyst, numbness, high cholesterol, cervical cancer, post-traumatic stress disorder and excessive daytime sleepiness. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems(frequently)"), fatigue ("fatigue"), vitamin d deficiency ("vit d deficiency"), periodic limb movement disorder ("periodic limb movement disorder"), amnesia ("memory loss") and hot flush ("hot flash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (tubes ,uterus, cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, urinary tract disorder, fatigue, vitamin d deficiency, periodic limb movement disorder, amnesia and weight increased outcome was unknown. The reporter considered amnesia, fatigue, hot flush, menorrhagia, periodic limb movement disorder, urinary tract disorder, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (99 grams) with proliferative endometrium, cervix with nabothian cysts. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross exam only). No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding (menstrual frequency weekly)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, painful intercourse, epidermal necrolysis, joint pain, multiple allergies (amoxicillin quetiapine penicillin), ventricular contractions premature, ovarian cyst, numbness, high cholesterol, cervical cancer, post-traumatic stress disorder and excessive daytime sleepiness. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems(frequently)"), fatigue ("fatigue"), vitamin d deficiency ("vit d deficiency"), periodic limb movement disorder ("periodic limb movement disorder"), amnesia ("memory loss") and hot flush ("hot flash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (tubes ,uterus, cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, urinary tract disorder, fatigue, vitamin d deficiency, periodic limb movement disorder, amnesia and weight increased outcome was unknown. The reporter considered amnesia, fatigue, hot flush, menorrhagia, periodic limb movement disorder, urinary tract disorder, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (99 grams) with proliferative endometrium, cervix with nabothian cysts. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross exam only). No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.